Manufacturer narrative:
The hospital biomedical engineer replaced both flow sensors and the pop-off valve. The unit was returned to service.

Event description:
The hospital reported the unit over delivered tidal volume >20%. No report of patient injury.